Manufacturer narrative:
Zoll has not received the zoll platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
As reported, during device check, the autopulse platform power on, however, upon pressing the start button the platform does not performed compressions and it display user advisory (ua) 16 (timeout moving to take-up position) error message. No patient involvement was reported.

Manufacturer narrative:
The customer reported complaint for the platform displaying an error message user advisory (ua) 16 (timeout moving to take-up position) was confirmed during archive review and initial functional testing. The root cause was determined to be a seized and rusted brake gap. Brake gap was cleaned and adjusted to remedy the fault. Visual inspection was performed and found no physical damage to the autopulse platform. The platform failed the initial functional testing due to error message user advisory (ua) 16 displayed when the platform was powered on. Review of the archive data indicated user advisory (ua) 16 errors occurred on the reported event date. As part of routine service during testing, the platform was examined and unrelated to the reported complaint, encoder drive shaft does not rotate smoothly, exhibits binding and resistance. The sticky clutch plate was deburred. Following the repair, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of reported complaints for autopulse sn (B)(4).